Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the package label states part number 14-521614 lot 480770, however the package contains an unknown screw. Root cause: the root cause of this issue is being addressed in an internal CAPA. DHR review: the "loose inventory repack traveler" DHR indicated that the device was likely conforming when it left highridge medical¿s control. However, based on the inspection of the returned device, it is now known that the device was not conforming. Also, the presence of a "loose inventory repack traveler" DHR for this part & lot number indicates that this complaint is likely related to an existing internal CAPA. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A sales representative reported that a bag labeled as a maxan screw contained the incorrect screw. The screw's identity is unknown, but it is not a screw belonging to the labeled product line. There was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A sales representative reported that a bag labeled as a maxan screw contained the incorrect screw. The screw's identity is unknown, but it is not a screw belonging to the labeled product line. There was no patient involvement.